Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the pt's ECG converted to a non-sustained vt rhythm and the multi-measurement server did not trigger an audio alarm, only the yellow alarm text banner (visual alarm) was displayed.